Event description:
It was reported that the physician encountered difficulties deploying the filter. Reportedly, the filter was deployed; however, the limbs did not open correctly. The physician manipulated the filter to try release the limbs; however, during manipulation the apex of the filter was pushed into an accessory vein; still the limbs did not open. Therefore, the physician decided to retrieve the filter. Using diagnostic catheters and balloon catheters the physician was able to position the apex into the vena cava. The physician attempted to retrieve the filter using a snaring device; however, the filter could not be retrieved. Due to the numerous manipulations and the retrieval attempts the limbs opened; however, appeared bent and out of position. The physician decided to leave the filter in place and is confident that the filter is stable in its current positon. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; however, the delivery system has been returned. The evaluation is currently underway.